Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a partial display. Customer stated the partial screen fell off ad could not saw the bolus deliver value. Customer stated only the left screen was visible. Customer stated the battery was changed multiple times, but the issue was not resolved and insulin pump did not restarted. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.